Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova (B)(4) learned that the reported error appeared a couple of times during the cleaning cycle but the error went away after emptying the tanks and refilling them with water. No errors were displayed during use. No service activity took place for this unit, thus it was not possible to further investigate the root cause of the issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during the cleaning procedure. There was no patient involvement.